Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy due to atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response verses ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.